Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently experienced an episode of t-wave over-sensing resulting in the device charging, but no inappropriate therapy was delivered. It was stated that the system was previously reprogrammed to the secondary sensing vector due to over-sensed sense node b artifacts which caused an inappropriate shock in 2021. An additional inappropriate shock was reported in 2022. Additionally, the patient's rhythm morphology was low, which made reprogramming difficult. The patient was subsequently evaluated in-clinic via exercise testing, but the abnormal rhythm observed during the inappropriate shock events was unable to be reproduced. The physician elected to continue with close monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently experienced an episode of t-wave over-sensing resulting in the device charging, but no inappropriate therapy was delivered. It was stated that the system was previously reprogrammed to the secondary sensing vector due to over-sensed sense node b artifacts which caused an inappropriate shock in 2021. An additional inappropriate shock was reported in 2022. Additionally, the patient's rhythm morphology was low, which made reprogramming difficult. It was stated that a follow-up appointment was scheduled, in which exercise testing will be performed. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.